Event description:
It was reported that catheter tip broke off inside the patient. This 2.1mm jetstream xc catheter was selected for use for this atherectomy procedure in the popliteal artery for treatment of peripheral artery disease. The vessel had moderate calcification and mild tortuosity. During the procedure, the tip of the catheter broke off of the device and a snare was used to retrieve the tip from the vessel. No patient complications were reported, and it was noted that the procedure was completed successfully.